Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had lines in the top display as well as a broken tether chain.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) stated monitor had vertical lines through display. He replaced the top display corrected this. A full pm was completed after repair. Measurement details and test equipment documented on order # (B)(4). Also, he replaced the helium knob because it had a broken tether chain as a precaution. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. It was unknown if there was patient involved. The top display assembly was observed per the cardiosave service manual with no visual damage. The national repair center installed the top display assembly into the cardiosave test fixture and tested the display assembly to factory specifications per procedure and the cardiosave service manual. The display assembly failure of vertical lines on display was verified. See the attached files for reference. Possible fluid ingress and/or cleaning solution attributed to the failure. Display assembly will be held in the nrc as per procedure number (B)(4). The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is possible fluid ingress and/or cleaning solution attributed to the failure.